Manufacturer narrative:
Product analysis: analysis was able to confirm the upper and lower cases were broken and the battery flex was corroded. Analysis also noted that the bail and ring covers were broken, the bail and ring attachments were missing. Additionally, the manufacturer's label, main printed circuit board (pcb), the battery contacts, the lead flex, and the battery drawer o-ring all required replacement. The epg was returned to without repair at the request of the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery flex was corroded and the upper and lower cases were broken. The epg was returned for service. There was no patient involvement.